Event description:
It was reported that oversensing of noise was observed on the right atrial lead during a previous follow-up visit to the clinic. No other electrical anomalies were noted. The lead was capped and replaced on (B)(6) 2017. The patient was in stable condition throughout the procedure.